Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report is assumed to remain implanted as no revision surgery has been reported. Review of the supplied medial records did not confirm the reported loosening and instability. The investigation could not draw any conclusions regarding the root cause of the reported patient knee or displaced fracture of the medial epicondyle based on the provided information. Patient poor bone quality is a possible contributing factor to the reported patient knee pain and displaced fracture of the medial epicondyle. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Based on the inability to conclusively identify a root cause for the reported patient pain or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient contacted depuy stating they were having loosening, pain, and instability. The patient's medical records were received. Records indicate upon implantation the patient had a minimally displaced fracture of the medial epicondyle. There is no indication there has been a revision surgery at this time.